Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following it was reported by customer that nurse was infusing albumin via secondary and noted that it was pulling from the primary line instead of the secondary line, even though the secondary line was programmed correctly. The educator noted for every 1 drop of albumin it was pulling 3 drops from the saline.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.